Event description:
Attorney reported: in 2006- the patient underwent a ventral hernia repair procedure with implant with placement of a ventralex mesh patch. The patient suffered persistent abdominal pain with accompanied abdominal distention and tenderness. In 2007- the patient underwent surgery to explant the mesh patch. The patch was noted to be fractured and bulging through the fascia and only weakly incorporated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.